Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest. The patient was reportedly in a sustained vt rate on the telemetry monitor. The patient's nurse reported that the lifevest delivered multiple shocks and CPR was initiated. Review of the download data indicates motion and CPR artifact with an underlying bradycardia rhythm at 30bpm. The lifevest delivered four shocks. CPR artifact contributed to the detection. The underlying rhythm during each of the shocks is unknown due to the CPR artifact. The lifevest was shutdown and the patient passed away. There is no indication of vt during the event.